Manufacturer narrative:
Relates to 761 for the reported event of premature detachment of the coil. Add'l info supplied indicated that continuous flush was maintained throughout the procedure and the power supply used worked properly at the next case.

Event description:
The physician attempted to detach this coil from the delivery wire after inserting it into an unruptured middle cerebral artery (mca) aneurysm without result. The cable, power supply and battery were replaced and the coil once more did not detach. During the physician's attempt to retrieve the coil, it separated at the detachment zone. Upon removal of the coil, an unspecified material was also noted to be on the device (not specified as to what area of the device). The pt was not harmed as a result of this event.